Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high right ventricular (rv) lead thresholds. In addition, there was possible crosstalk oversensing noted and a high number of short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was revised; however, it was determined that the issues were due to the implantable pulse generator (ipg) set screw. The ipg and lead remain in use.